Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating a patient's pre-existing scar. The patient's doctor instructed the patient to use an unknown cream to treat the irritation. The patient's irritation improved.